Event description:
It was reported that the patient is deceased and died approximately four years after the implant of a cardiac resynchronization therapy w/defibrillator (crt-d). The patient used a friend's "therapy magnet that treats carpal tunnel and placed it right over [the patient's] crt." The date of this event is unknown; therefore, the time proximity from when the magnet was placed over the patient's crt-d and the patient's death is unknown.

Event description:
It was reported that the patient is deceased and died approximately four years after the implant of a cardiac resynchronization therapy w/defibrillator (crt-d). The patient used a friend's "therapy magnet that treats carpal tunnel and placed it right over [the patient's] crt." The date of this event is unknown; therefore, the time proximity from when the magnet was placed over the patient's crt-d and the patient's death is unknown.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death was requested and not received. Attempts to obtain additional information were unsuccessful. Additional information received: it was further reported that the patient resided in a long-term care facility at the time of death, and that no complaint has been made against any of the manufacturer's products or personnel. Additional information received: it was also reported that there was high impedance, patient alerts and possible premature battery depletion. Additionally, the date of the patient's death as "(B)(6) 2012." Evaluation summary: (B)(4)-the actual device was not received for evaluation. We did receive performance data and have analyzed the data. The battery voltage indicated depletion/estimated replacement indicator (eri). The recommended replacement time (rrt) in the save to disk on (B)(6)-2011 showed the device was at rrt with a battery voltage less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.62 volts between the dates of (B)(6)-2011. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death was requested and not received. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death was requested and not received. Attempts to obtain additional information were unsuccessful. Additional information received: it was further reported that the patient resided in a long-term care facility at the time of death, and that no complaint has been made against any of the manufacturer's products or personnel.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death was requested and not received. Attempts to obtain additional information were unsuccessful. Additional information received: it was further reported that the patient resided in a long-term care facility at the time of death, and that no complaint has been made against any of the manufacturer's products or personnel. Additional information received: it was also reported that there was high impedance, patient alerts and possible premature battery depletion. Additionally, the date of the patient's death as "(B)(6) 2012." Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data and have analyzed the data. The battery voltage indicated depletion/estimated replacement indicator (eri). The recommended replacement time (rrt) in the save to disk on (B)(4) 2011 showed the device was at rrt with a battery voltage less than or equal to 2.62volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.62volts between the dates of (B)(4) 2011 and (B)(4) 2011. (B)(4). Additional info: the therapy1 magnet was placed by the patient over the device on (B)(6) 2012 (no time provided), and the patient's death occurred on (B)(6) 2012 at 0200 hours. (B)(4).

Manufacturer narrative:
Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death was requested and not received. Additional information received: it was further reported that the patient resided in a long-term care facility at the time of death, and that no complaint has been made against any of the manufacturer's products or personnel. Additional information received: it was also reported that there was high impedance, patient alerts and possible premature battery depletion. Additionally, the date of the patient's death as "january [first] or [second], 2012." Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data and have analyzed the data. The battery voltage indicated depletion/estimated replacement indicator (eri). The recommended replacement time (rrt) in the save to disk on (B)(4) 2011 showed the device was at rrt with a battery voltage less than or equal to 2.62volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.64 to 2.62volts between the dates of (B)(4) 2011 and (B)(4) 2011. ((B)(4)). Additional info: the therapy 1 magnet was placed by the patient over the device on (B)(4) 2012(no time provided), and the patient's death occurred on (B)(4) 2012 at 0200 hours. Info: reported, a "technician was observed by an eye witness to have purposely applied a magnetic bracelet several times over the implanted device producing tones from the device."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. A cause of death was requested and not received. Attempts to obtain additional information were unsuccessful. Additional information received: it was further reported that the patient resided in a long-term care facility at the time of death, and that no complaint has been made against any of the manufacturer's products or personnel. Additional information received: it was also reported that there was high impedance, patient alerts and possible premature battery depletion.